Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, 2/3 of the anus side did not staple completely. The other side was completed. The incomplete part was sutured by hand and after that, it was re-anastomosed by a competitor's device. There were no adverse consequences to the pt.